Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer's mother reported via phone call that the pump had a basal anomaly. The blood glucose at the time of the incident was 97 mg/dl. Mother states doctor asked her to call in regarding the basals not showing up on the care link report. Troubleshooting was not able to resolve the issue. The device will be returned for analysis. Mother states blood glucose has gone up to 217 mg/dl. Troubleshooting performed the self-test and it passed. The mother was advised the customer should only be receiving 7 units of basal.